Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information recieved noted the patient's pacemaker was explanted and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
The reported event of remote transmission difficulty and longevity lost was confirmed. The reported inability to communicate with the device was confirmed in the laboratory and was due to a lifted wire-bond joint on the rf flex module. The device was tested on the bench and high current drain was noted consistent with the lifted wire bond, causing the rf chip to go into a high current state and causing the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was brought in clinic after their implantable cardioverter defibrillator stopped transmitting remote signals. The patient previously presented remotely on (B)(6) 2019 and the device estimated three years longevity remaining. During a device check on (B)(6) 2019, it was observed that the device reached elective replacement indicator on (B)(6) 2019. Premature battery depletion was suspected. Device replacement was discussed. No intervention was reported. The patient was stable throughout.